Event description:
As reported: "screw head broke off during final tightening" update 29-jan-2024: the surgical delay was 5-10 minutes. The entire screw was removed from the surgical field. Update 31-jan-2024: there was hard bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the screw is broken as complained. The device inspection revealed the following: the screw is broken apart as complained, the breakage occurred at the crossover from the shaft to the head, all fragments were returned for evaluation. The t8 recess has strong deformations in clockwise direction, which indicates that the head was exposed to high forces during implantation. The fracture face has at the screw head the typical view of a ductile overload fracture, where the applied force is first causing permanent distortion of the material, indicated by the discoloration around the fracture, with a subsequent breakage. The permanent distortion of the material, indicated by the discoloration below the fracture face, is also visible at the shaft. The thread flanks are strongly damaged at the top and at the bottom, in retrospective it cannot be defined if these damages were caused during insertion or the extraction after the head broke off. However, the rest of the thread flanks is also damaged, which indicates that there was an excessive metallic contact of the thread, e.g. With the plate, another screw or guide wire, during the insertion of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a used related issue. The event was caused by a mechanical overload during the insertion of the screw. Most likely was the overload caused by a combination of the reported hard bone and a metallic contact. If more information is provided, the case will be reassessed.

Event description:
As reported: "screw head broke off during final tightening" update-29-jan-2024 ¿the surgical delay was 5-10 minutes. ¿the entire screw was removed from the surgical field. Update-31-jan-2024 there was hard bone.